Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter serial number. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. However, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to a reading obtained on another device (accu-chek). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began at an unspecified time on (B)(6) 2021. The patient claimed obtaining a blood glucose reading of ¿205 mg/dl¿ with the subject device compared to ¿168mg/dl¿ on another device performed less than 30 minutes apart. The patient manages his diabetes with a combination of medications (fast and slow acting insulin and metformin) and reported that he took an additional two units of fast acting insulin in response to the alleged product issue. The patient reported that at 7:15am on (B)(6) 2021, after the alleged product issue began, he developed the symptom of ¿light shakes¿. The patient stated that he self-treated with some orange juice. The patient denied obtaining a result on another device. At the time of troubleshooting, the cca confirmed that the patient carried out the correct testing steps, the unit of measure was set correctly at the time of testing and that an approved sample site was used to obtain the results. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the reporter did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering insulin based on the alleged inaccurately high blood glucose readings obtained on the subject device.